Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24mm watchman laa closure device and delivery system were used. The closure device was deployed and implanted successfully. At an unknown time after the release of the closure device, a pericardial effusion was noticed. Protamine was administered. The patient was ok the whole time and was transferred to the intensive care unit.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a watchman delivery system without the implant. The device was snapped in a watchman access system and was bloody. Analysis of the tip, core wire, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous kinks in the sheath. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24mm watchman laa closure device and delivery system were used. The closure device was deployed and implanted successfully. At an unknown time after the release of the closure device, a pericardial effusion was noticed. Protamine was administered. The patient was ok the whole time and was transferred to the intensive care unit. It was further reported that a perforation occurred and the pericardial effusion occurred immediately post release of the closure device and was found through the echocardiogram. The patient did not have any symptoms and has since been discharged from the hospital.